Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was damaged around the reservoir compartment. Her blood glucose was unknown at the time of reporting. She was advised to revert to a backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads and minor scratches on the display window.